Manufacturer narrative:
All available information was investigated, and the reported gripper issue was confirmed via returned device analysis and identified the gripper lines to be separated (slipped) from the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue was due to the observed gripper lines separation (slip). The observed gripper lines separation appears to be related to a potential product issue. The issue was addressed per internal operating procedures. The investigation evaluated the reported issue, and it was determined the likely root cause of the complaint was manufacturing variability at the supplier for the l-lock component leading to higher clearance than nominal which can increase the likelihood of a gripper line slip in procedure. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Xtw (lot 40619a1117) was chosen for implantation. After initial attempt at grasping, the clip was inverted and brought back to the left atrium for a new positioning attempt. At this point, the posterior gripper was not able to be raised during simultaneous actuation. A replacement xtw mitraclip device was used successfully. The procedure ended with mr reduced to grade 1. There were no reported patient consequences or clinically significant delay.